Manufacturer narrative:
The probnp reagent expiration date is 31-aug-2023. The customer stated verbally that qc recovery was acceptable. The field service engineer found no cause for the issue after evaluating the analyzer. The customer repeated the sample and performed precision checks with passing results. The customer performed qc successfully. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii immunoassay results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, the initial probnp result was 6.26 pg/ml. The initial result was reported outside of the laboratory. On (B)(6) 2023, the sample was repeated and the result was 3144 pg/ml. The repeat result was deemed correct. The probnp reagent lot number is 630703. The expiration date was requested but not provided.